Manufacturer narrative:
Unique identifier (UDI) #: reported as (10) (B)(4) (17) (B)(4). Initial reporter facility name: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the photograph showed the return line was perforated near the screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed with one unit of prismaflex tpe2000 set c during priming. There was no patient involvement. No additional information is available.